Manufacturer narrative:
An alleged incident was reported by a dr (B)(6) on (B)(6) 2022 to ward photonics technical support in which a female patient claims she developed a "burn-like blister" after an a series of 4, eight-minute treatments. No doctor report was provided to the doctor nor the manufacturer (wp). According to doctor, client did not want to be contacted further. Note: patient continued to be treated, without-issue, for over a month after alleged incident (as of on (B)(6) 2023). According to doctor- the patient is unaware why there was a temporary-injury during a singular treatment-without reappearing before or since. Dr claims patient is continually happy with results seen.

Event description:
Patient claims to have received burn during lllt treatment using red led cold light. However, the doctor was not able to confirm that it was a burn, or that it occurred as a result of lllt treatment.